Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the tibial tray in question. During the surgery, the surgeon found staines like waterdrops on the surface of the tray. There were also traces on the protective cover. The surgeon swabbed the tray with gauze, but the dirt did not completely come out. The surgeon used the same tray and the surgery was completed successfully. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, but visual examination of the returned photographs confirm markings present on the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: finished goods DHR 9595917: product code 150680004 work order (B)(4) was manufactured on 23 september 2020. 19 parts were manufactured per specification and all raw materials met specification. 1 scrap part associated with this lot. The part was scrapped for reason code a1125: casting defect ¿ warping. This scrap failure mode has no correlation with the complaint failure mode. No reprocessing associated with this lot. No non-conformance is associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.